Event description:
Reporter alleged blood glucose measured 275 mg/dl on one vial of test strips at the same time a different vial of test strips was used and generated a result of 140 mg/dl. It was stated both test strip vials were from the same lot of test strips. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.